Manufacturer narrative:
Follow-up # 1 ¿ (07/29/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pins contaminated. In addition, a secondary issue was noted when the battery was missing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) USA on behalf of the lay-user/patient, alleging that the onetouch ultra2 is giving an apply sample message issue. This complaint was classified based on the customer care advocate (cca) documentation. According to the reporter, the apply sample message appeared when the patient attempted to test his blood glucose on (B)(6) 2014 at lunchtime. There was no report of any blood glucose readings after the apply sample issue began. At the time of the reported issue, the patient increased his insulin regimen to 7 units. Subsequently, one day later, the patient claimed developed symptoms described as ¿sweaty and uncomfortable.¿ there was no report of any required hpc treatment at the time of concern. During troubleshooting, the patient confirmed the test sample was drawn into the test strip but the test did not initiate. There was no blood glucose result. The issue was no resolved with training. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the apply sample issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.